Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition. The side rail panels were detached, the screws holding the side rail panel to the metal plate (part of side rail mechanism) were pulled out. The instruction for use for citadel plus bed frame (document number: (B)(4) includes preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. Arjo device failed to meet its specification since the side rails were damaged. No patient was involved. No injury was claimed. The complaint was assessed as reportable due the side rail panels detachment.

Event description:
The customer staff contacted arjo and informed that the left and right body side rails were broken. During the device evaluation, the arjo technician detected that the side rail panels were detached and did not functioning properly. No patient was involved. No injury was reported. The detected issue was resolved by the replacement of the side rails.

Manufacturer narrative:
Process of gathering and analyzing information is ongoing. Additional information will be provided upon conclusion of the investigation.

Event description:
The customer staff contacted arjo and informed that the left and right body side rails were loose. During the device evaluation, the arjo technician detected that the side rail panels were detached and did not functioning properly. No patient was involved. No injury was reported. The detected issue was resolved by the replacement of the side rails.